Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and some nonconformances were found. Dim 11, a tip diameter, was undersize. One hundred percent inspection was performed on this feature 10 parts and one part was dispositioned as scrap. Dim 12, edge break angle, was oversize. This condition was accepted use as is by product development. The feature is intended to break the sharp edge and to provide guidance as the driver enters the screw. Dim 22, shaft diameter was undersize. This feature was accepted use as is by product development. The feature is intended to mate with the handle where it is pinned and welded. The raw material records were reviewed and passed specifications. All non conformances identified were disposition as either scrap, use as is, or rework. No issues identified during the device history record review would have relevance to the complaint condition. Part a: since the tip was not returned and all of the features relevant to the complaint condition cannot be measured, the complaint is indeterminate. Part b: since the tip is damaged and deformed accurate measurements cannot be obtained.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
Quantity - 2 parts total. Date received by manufacturer, january, 25, 2013.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product development evaluated the complaint: the cause of this driver breakage cannot be fully determined given the returned condition of the instrument. Loading beyond the design benchmark of 11nm due to extremely hard patient bone, off axis loading, and use without appropriate mating instruments, holding sleeve, and optional taps may have contributed to the failure of this driver. The chu reviewed the risk analysis for 03.607.001, se 246643 ac. Line 1340 adequately addresses the hazard of this complaint.

Event description:
During a posterior lumbar surgery, t10 to pelvis surgeon noted patient had hard bone. As the surgeon was attempting to insert a screw, the tip of the screw driver broke, the tip sheared off, and the second tip that was used twisted and bent. The sales consultant opened another set and the surgeon used a different screw driver and the third attempt went in fine. The piece was retrieved without an issue.